Event description:
The account reported the patient was admitted on (B)(6) 2019 for tarry stool and a drop in hemoglobin. The patient has a reported history of gastrointestinal bleeding. On (B)(6) 2019, a push enteroscopy revealed active bleeding angiodysplasia in the gastric body. Arteriovenous malformation was noted and cauterized. Hemostasis was achieved. The patient received 2 units of packed red blood cells over a 24 hour period. On (B)(6) 2019 inr was measured to be 2.6. Coumadin was resumed on (B)(6) 2019. The patient developed acute hypoxemia and hypercapnia respiratory failure. On (B)(6) 2019, the patient required emergent intubation. On (B)(6) 2019, the patient was weaned off ventilation and extubated.

Manufacturer narrative:
Event: previous gastrointestinal bleeding (gib) events were reported under MFR #s 2916596-2019-02920, 2916596-2019-02190, and 2916596-2018-04746. Multiple attempts were made to obtain any other patient history of gib but this information was not provided. Date rec¿d by MFR: correction. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow hazard alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between the log file findings, reported events (right heart failure, gi bleeding, respiratory failure, and hypertension), and heartmate 3 lvas, serial number: (B)(4) could not be conclusively established through this evaluation. The system controller event log file contains data from on (B)(6) 2019 at 3:32pm through on (B)(6) 2019 at 1:36pm. Frequent low flow events were captured throughout the file, resulting in 25 total low flow hazard alarms. Calculated average flow ranged from 1.7-2.1 lpm for these events. Overall, calculated average flow ranged from 1.7-4.3 lpm. No additional atypical alarms were captured. The pump speed did not drop below the low speed limit for the duration of the file. The system controller periodic and lvad log files were also reviewed and no additional atypical events or abnormal trends in pump parameters were captured. Multiple requests for additional information were sent to the center; however, no further details were provided. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(4) and no additional complaints have been reported at this time. The hm3 lvas IFU lists right heart failure, bleeding, respiratory failure and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The IFU provides information regarding anticoagulation, including the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was admitted due to low flow alarms, and hypertension. A swan ganz line was inserted into the patient. The readings showed opening ra 13, pa 31, co 5, ci 2.81. The patient was started on intravenous (IV) milrinone to support right ventricular (rv) and IV nitroprusside for hypertension. No further information was reported.